Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v224725, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported increased frequency of urination that was occurring daily. It was noted that the patient was (B)(6) and had memory issues. The patient did not want to try increasing stimulation and just wanted the phone number to her physician to make an appointment. There was no trauma or falls that could be related to this issue. The issue was not related to positional movement. There was no recent medical test or emi exposure. It was noted that the change in symptoms was considered sudden in 2014. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.